Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) clip mashed onto the bushing. (B)(4) investigation results a visual examination of the returned resolution clip device noted that the device was half deployed. The clip assembly was jammed onto the bushing. It was found that the clip prongs were locked into the capsule. The distal end of one of the clip prongs was broken off and was not returned. The yoke, which was still attached to the control wire, was then actuated and deployed. A kink was noticed in the control wire. This failure occurred outside the patient and is likely due to handling of the device without direct patient contact. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2016. According to the complainant, during unpacking, the tip of the device was found to be bent. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clip assembly jammed onto the bushing; therefore, this is now an MDR reportable event.